Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion seal was detached. Functional testing was able to duplicate the reported problem. The downstream occlusion seal and the printed wire assembly were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken dose remote jack. There was no patient involvement. The device evaluation noted a detached downstream occlusion seal.